Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Crimp markings are evident on the exposed balloon wall, indicating that full crimp contact was achieved between the crimped stent and balloon. No information was made available regarding the detached stent. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several outer kinks across the length of the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-april-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, 28 x 2.75mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.75 x 28mm promus element (tm) drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a stent detached.